Event description:
Five (5) biosteon cross pins have been labelled on the shelf box label as biosteon screws. The screw is for use as an interference screw during acl surgery for femoral and/or tibial fixation. The cross pin is also used for acl surgery for femoral fixation. The cross pin is correctly packaged, and correctly labelled in peel pouches, and is contained in a dedicated shelf box correctly branded as a cross pin. Only the shelf box adhesive label is incorrect as it refers to a biosteon screw. Ot number and expiry date information is correct.